Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal gablofen (concentration 500mcg/ml; dose 126.11mcg/day) via an implantable infusion pump. Indication for use was stroke and intractable spasticity. The patient presented for a pump refill on (B)(6) 2015 at which time the patient reported that her spasticity had dramatically increased and she had bilateral leg pain and swelling. The patient had been taking baclofen by mouth to decrease pain and spasticity. The patient also had occasional spasms and easily induced spasms as well as complaints of general weakness and muscle weakness. The pump had last been refill on (B)(6)2015 with 20ml of baclofen. On (B)(6) 2015 while trying to refill the pump, the nurse discovered that the pump was flipped and was unable to access the refill port. The doctor was able to successfully flip the pump manually to its correct position. While the nurse was filling the pump, 20.5ml of old medication was returned, which indicated that the patient did not receive any medication since her last refill. The expected residual volume was 6.9ml. The pump was filled with 40ml of new baclofen and the dose was increased 10% to 138.57mcg/day. The patient was to make an appointment to be seen by the neurosurgeon as soon as possible. Per the hcp, it was likely that the pump and catheter would need to be replaced. The issue was not resolved as of the time of the report. Patient status at the time of the report was alive with no injury. Additional information has been requested but was not available at the time of this report. Medical history: greenfield filter (B)(6) 2012 ventricular peritoneal (vp) shunt (subsequently removed), unspecified surgery for bladder incontinence, vaginal mesh placement, right craniotomy (B)(6) 2011, botox injections (B)(6) 2015, total abdominal hysterectomy ("w/wo removal tube ovary"; 2013), benign essential hypertension, asthma, cerebral vascular accident (cva - right, middle; (B)(6) 2011, spastic left hemiparesis (B)(6) 2011, left upper extremity plegia, left lower extremity weakness, use of molded ankle-foot orthotic (mafo, diabetes mellitus (type 2) dyschromia, benign neoplasm of the skin (site unspecified, knee pain (left), dyspepsia, cerumen impaction (left), edema (leg), muscle spasm, deep vein thrombosis (dvt), degenerative joint disease (right knee), allergic rhinitis, esophageal reflux, ankle sprain (left), vitamin d deficiency, uterine fibroids, abdominal pain, anemia, blood transfusion, seizure disorder, and disability. Concomitant medications: keppra 500 mg daily, pulmicort 180 mcg daily, singulair 10 mg daily, tylenol with codeine #3 (300/30 mg) 1 twice daily as needed, ventolin 108 mcg 2 puffs every 4-6 hours as needed, senna, calcium-d 1000 units daily, tizanidine hydrochloride 6 mg twice daily and 8 mg at bedtime, xarelto 20 mg daily, veramyst suspension, albuterol tablets, omeprazole 20 mg daily, cymbalta 60 mg daily, voltaren 1% 4 g to left knee 4 times daily as needed for pain, nasacort 65 mcg 2 sprays each nostril daily as needed, triamcinolone acetonide 0.1% ointment twice daily (foot and areas of intense itching), levemir 200 units subcutaneous (sq)at bedtime, tramadol hydrochloride 50 mg twice daily as needed, lisinopril 10 mg daily, neurontin 100 mg three times daily (tid), and lipitor 40 mg daily.

Manufacturer narrative:
Updated event description.

Event description:
Additional information received from the device manufacturer representative indicated the cause for the flipped pump and volume disc repancy was unknown. The patient did not show up for their appointment with the neurosurgeon. The patient had not experienced any symptoms. The patient had been hospitalized at the time of the refill but the reason was not known. It was later reported by a healthcare provider (hcp) that the hospitalization was unrelated to the pump. The patient's hospitalization had been resolved. The actions/interventions taken to resolve the flipped pump and volume discrepancy included manually flipping the pump back and refilling the pump without difficulty. If additional information is received, a follow-up report will be sent.

Event description:
No diagnostic testing or troubleshooting was performed. Additional information regarding the cause of the volume discrepancy, the cause of the flipped pump, symptoms related to the event, and outcome was requested but had not been received. If additional information is received, a follow-up report will be sent.